Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she woke up with blood glucose over 400 mg/dl. Customer's blood glucose at time of call was 156 mg/dl. Customer treated high blood glucose by switching to her old device. New device was just programmed the day prior to the incident. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.